Event description:
(B)(4). Event occurred in the united states. The patient reported an issue with infusion sets as two of the sets would not stay connected at the quick release while the patient was driving. The patient had high blood glucose level (over 300 mg/dl). The site was at the upper abdomen and the pump was located on the right side. The infusion was in use in the morning of the day of this report. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, patient's blood glucose level was 290 mg/dl after changing the site. No further information available.